Event description:
Same case as MFR#: 2134265-2011-06020. It was reported that during a treatment procedure for chronic total occlusion (cto), catheter entrapment with a wire occurred as well as difficulty removing the wire from the lesion. The cto was located in the right superficial femoral artery (sfa). A truepath cto device was being used with the aid of a 5.0 x 100/135 (4f) sterling balloon catheter as a support catheter. The truepath reached the distal cap of the occlusion when it became stuck in the lesion. The device was not able to move forward or backward. Eventually, the device was able to be pulled back and removed from the lesion. The sterling catheter became stuck on the truepath and could not be removed. The devices were removed together as a unit. The procedure was completed with another manufacturers' device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the control unit, motor housing, working length shaft, and extension wire were returned for analysis. The control unit and motor housing had traces of blood on it. A visual examination of the complaint device found that the drive shaft was broken in the 3.0mm gap between the stainless steel hypertube and the outer shaft within the handle. It was observed that the drive shaft detachment was cut clean by the user - no abnormalities were found. The 3cm platinum coil was severely twisted and wavy. The outer shaft was bent/kinked in three places: 20 inches from the distal tip, 13 inches from the proximal end and .5 inches from the proximal end. The extension wire was found coiled and twisted. The drive shaft was unable to be removed for further analysis due to the twisted coil and the amount of dried blood inside the shaft. Analysis did not identify any device nonconformance or defect that may have caused or contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-06020. It was reported that during a treatment procedure for chronic total occlusion (cto), catheter entrapment with a wire occurred as well as difficulty removing the wire from the lesion. The cto was located in the right superficial femoral artery (sfa). A truepath cto device was being used with the aid of a 5.0 x 100/135 (4f) sterling balloon catheter as a support catheter. The truepath reached the distal cap of the occlusion when it became stuck in the lesion. The device was not able to move forward or backward. Eventually the device was able to be pulled back and removed from the lesion. The sterling catheter became stuck on the truepath and could not be removed. The devices were removed together as a unit. The procedure was completed with another manufacturers' device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).